Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient had a sudden loss of stimulation. On (B)(6) 2018, they tried recharging their ins and discovered a loss of telemetry between the ins and the external devices (recharger and programmer). The recharger displayed the reposition antenna screen and the programmer displayed the poor communication screen with and without the antenna. The patient had charged their ins within the last 7-10 days prior to the loss of telemetry. When asked if the patient was sure the ins was charged to full at that time, they were unable to confirm because the patient is legally blind and they hadn't always looked at their charger. They were redirected to the doctor to address the reported issues. It was noted the patient was going to call the doctor on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(4) 2018. It was reported the patient could not communicate with either her insr or patient programmer. The caller states she has lost stimulation and is starting to feel achy and is hurting. The patient stated she really needed to meet with someone to address the possible overdischarge. No further complications were reported/anticipated.